Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was over 500 mg/dl, at the time of incident. Customer was treated with insulin drip and intravenous fluid for high blood glucose level. Customer experienced pain and vomiting leading to the hospitalization. Customer was not feel enough to troubleshoot for high blood glucose level. The customer reported that after couple of bolus the insulin pump was not working. The insulin pump will not be returned for analysis.